Event description:
When loading the clip appliers with the ligating hemostatic clips, a small piece of white plastic from the holder came off as well. The small, medium, and large size clip appliers were tested and small plastic pieces, the size of a piece of table salt, were found with some of the loads. The clips were removed.